Event description:
Contact reported that a pt, a dwarf with scoliosis experienced post-op breakage of spinal rods. Screws and rods were placed from t4-s2. The rods broke and a revision was performed. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
No conclusions can be made at this time. Evaluation using a scanning electron microscope (sem) found that fractures to be consistent with a fatigue failure. There was no manufacturing or material defects detected.